Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, discharge summary) and the production documentation were reviewed to establish whether a device deficiency contributed to the event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The treating physician rated the outcome as no procedure but device-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
It was intended to treat a lesion in the mid lad with a balloon during which a coronary artery perforation type ii (perforation length 18 mm) occurred. The pk papyrus covered stent was successfully implanted with 13 atm. However, ivus demonstrated an inadequately apposed stent which was then post-dilated with two nc balloon. In addition, an onyx stent was implanted in the proximal lad overlapping the pk papyrus. Post-dilation was again performed with an nc mm balloon. Subsequent angiography revealed a small distal stent edge dissection distal to the covered stent which was treated with an onyx stent which was again implanted in an overlapping manner. Final angiography showed post-procedural timi-3 flow with no compromise of side branches and small distal wire perforation that resolved with repeated angiography.